Event description:
It was reported that the patient's left ventricular (lv) lead had high pacing thresholds and had been programmed off. Fluoroscopic examination indicated to the physician that the position of the lv lead was not ideal and had probably moved after implant. The lead was explanted but not replaced as part of a system update. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies found.